Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges device did not provide any bolus advice. No adverse event reported. No product/back up file will be returned.